Manufacturer narrative:
(B)(4). Date sent: 10/14/2021. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with no apparent damage, the blade tip was not broken off as reported by the customer. The device was connected and functionality tested on a gen11. The device was analyzed, and it was determined that it was used in more than one generator. The device is intended to be used with a single generator. If the device is connected to a different generator an alert screen will be displayed indicating to replace the instrument / no instrument uses remaining / restart generator. The device was disassembled to inspect the internal components and no anomalies were noted. This device is packaged and sterilized for single use only. Multiple patient use may compromise the device integrity or create a risk of contamination that, in turn, may result in patient injury or illness. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: did the patient experience any adverse consequences due to this issue? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure the tip broke when activated.